Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, which was manifested by cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. Treatment for the event was not reported. Action with pd therapy was not reported. At the time of this report, the patient remained hospitalized and the patient outcome was not reported. No additional information is available as the reporter declined follow up.